Manufacturer narrative:
The investigation determined that a lower than expected result was obtained from a single vitros liquid performance verifier (lpv) fluid using vitros amon (ammonia) slides lot 1018-0250-1814 on a vitros 4600 chemistry system. The assignable cause of the event is most likely an instrument event related to microslide incubator contamination. Results of precision testing demonstrated that the vitros 4600 chemistry system was not operating as expected at the time of the event. Acceptable performance is expected once ortho field service actions are completed.

Event description:
A customer obtained a lower than expected result from a single vitros liquid performance verifier (lpv) fluid using vitros amon (ammonia) slides lot 1018-0250-1814 on a vitros 4600 chemistry system. Lpv ii e6164 result of 154.7 umol/l vs. The expected result of 196.5 umol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The lower than expected vitros amon result was obtained from a non-patient fluid. However, the investigation cannot conclude that patient sample results had not been affected or would not be affected if the event were to recur undetected. Ortho has not been made aware of any allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho).complaint numbers: (B)(4).